Event description:
The notice of litigation reported the pt entered surgery for repair of a 5 cm abdominal aortic aneurysm. The pt had a medtronic deep brain stimulator implanted in the thalamus portion of his brain and an implantable cardiac defibrillator. The preoperative checklist shows the defibrillator was turned off prior to surgery. However, it makes no mention of the deep brain stimulator being turned off. The surgery used a forcefxc and a forcefx was apparently also present and used. The complaint alleges that not turning off his deep brian stimulator resulted in severe brain injuries when the electrical current passed through his body. It is also alleged that he suffered nerve damage and/or burns on his heels and buttocks. In 2006, plaintiff was discharged and placed in a facility in a catatonic/bedridden state until his death. It is undetermined which esu is alleged to have caused the brain damage and/or the burns.

Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.